Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification.

Event description:
Hamilton medical ag received the following event description: "vt is less than 350ml and it has a 31% leak."